Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a fever and cloudy pd effluent. Few weeks prior to the receipt of this report, the pt underwent a catheterization (unspecified). On an unreported date, the pt was hospitalized for the fever and cloudy pd effluent event. Treatment for the events was not reported. It was not reported whether the pt was diagnosed with peritonitis. The outcome for the event was not reported. Additional information was requested but is not available.